Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was able to verify and duplicate the reported issue. It was determined that the motor exceeded 12 million rotations. The dso seal and the motor were replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the pump was sent in for repair after a maintenance motor source. There was unknown patient involvement and unknown patient harm/adverse event reported.